Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone, receiver and transmitter on (B)(6) 2016. Patient's father stated he would try resetting the receiver and smart phone. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.